Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they stated the arctic sun device would not fill with no suction at left port, they ordered a circulation pump but their management team requested that instead they send the device in for 2000 hour preventive maintenance so that they can receive a loaner.

Event description:
It was reported that they stated the arctic sun device would not fill with no suction at left port, they ordered a circulation pump but their management team requested that instead they send the device in for 2000 hour preventive maintenance so that they can receive a loaner. Per sample evaluation results on 01feb2024, it was reported that the device would not cool in decontamination. Left front caster not attached to device. Tank seals were lifted from the tank. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed in decon where the device would not autofill unless the circulation pump was primed first. Serviced the circulation pump sn (B)(6). A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.